Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source indicating the patient had passed away. Further review indicated the patient is deceased and died approximately four months after device system implanted. The cause of death has been requested and not received.